Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The cs100 iabp is an end of life product and getinge no longer provides service support for this unit. However, it was also reported that the iabp that allegedly malfunctioned was taken to perfusion where the morning perfusionist assessed it and found the helium tank in a diagonal partially disconnected condition. The perfusionist reinstalled the helium tank and the iabp worked correctly. No further investigation is required. Not returned to manufacturer.

Event description:
It was reported that during use on a patient the customer called emergency clinical support to report an autofill failure on the cs100 intra-aortic balloon pump (iabp). The customer denied that anyone had been near the iabp or that the patient had moved. The customer also denied any evidence of blood in the catheter. It was stated by the customer that when depressing the start key or/and the fill key , the pump did not inflate the 7.5fr linear maquet balloon. The customer changed to another console later when the perfusionist arrived and therapy was successfully continued. There was no patient harm, serious injury or adverse event reported.